Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to the balloon moved to the scrotum and it was not working. The aus was explanted and replaced. There were no additional patient complications reported.